Event description:
After approx 2 1/2 hrs of insertion the catheter was leaking below butterfly wings. Nurse practitioner slightly pulled back the catheter, catheter snapped off PICC and traveled inside the pt's arm to ventricle, atrium, and superior vena cava. Surgical intervention retrieved the catheter.